Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer isolated the issue to main drawer 2 and replaced the controller board and drawer board after identifying that the station was shutting down whenever the drawer pyxis bus cable was connected. The engineer then tested the system using the hardware testing application, after which the customer logged in, successfully recovered the storage space, and confirmed that the station was working as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station 8100n full height cubie drawer 2 was not detected on bus. Customer stated that entire pyxis did not boot up when drawer 2 was connected to the ribbon cable, but it booted up fine when drawer 2 was disconnected from the ribbon cable. However, there were no delays or adverse events or injuries reported based on this event.